Event description:
The customer received a questionable free triiodothyronine (ft3) result on their e601 analyzer. The repeat testing was performed on an abbott architect analyzer. The patient's initial ft3 result was 3.6 ng/l. The repeat result was 4.4 pmol/l. It is unknown if either result was reported outside the laboratory. The customer did not know if the initial or repeat results were correct. The discrepancy between both analyzers contributed to an ultrasound procedure. The patient was not adversely affected. The ft3 reagent lot number and expiration date was not provided. The sample was returned to the manufacturer for investigation. The sample was tested at an external laboratory using a siemens centaur. All values were measured in the respective normal ranges and were comparable to those obtained during the investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
Patient sample was provided for investigation. No interfering factors were identified. In addition, the sample was tested on a siemens centaur and the results from this method agreed with the results obtained on the elecsys system. The tsh value obtained with the elecsys reagent was correct. The patient was not adversely affected.